Event description:
This serious report was received from a consumer in the USA. The patient, a (B)(6)-year-old caucasian female, received euflexxa (1 percent sodium hyaluronate) into the left knee for bone on bone osteoarthritis and experienced heart palpitations, chest pain, increased blood pressure, increased heart rate, blood pressure was 98/40, ischemia of heart muscle and scarring of heart muscle. On (B)(6) 2010 the patient received euflexxa into her left knee. On the evening of (B)(6) 2010, the patient experienced heart palpitations but was unable to fall asleep. On the morning of (B)(6) 2010, the patient's resting pulse rate was 110, blood pressure was 156/94, heart palpitation continued and the patient had chest pain. The patient was advised by her family practice physician to go to the emergency room (ER). Chest x-ray, electrocardiogram (EKG), and cardiac enzymes were done and all were normal. The patient was given zofran (ondansetron hydrochloride) and vistaril (hydroxyzine) im for pain and dismissed home. The patient reported that her symptoms continued and heart palpitations occurred mostly at rest. On (B)(6) 2010, the patient was seen by her family practice physician and a stress test and holter monitor were observed for (B)(6) 2010. Her blood pressure was 98/40 during the visit. On (B)(6) 2010 the patient informed her orthopedic physician's assistant, who was also the operator of the device of the event. It was determined to continue euflexxa and received the second injection. On (B)(6) 2010 during the patient's stress test, her blood pressure was 140/90 and the test results showed ischemia and scarring of the heart muscle. On (B)(6) 2010, the patient returned for her third euflexxa injection. Prior to that injection her blood pressure was 160/120. Her blood pressure was retaken when seen by the orthopedic physician and was 178/128. The patient was taken by ambulance to a nearby ER. The patient's blood pressure was monitored and she was treated with oxygen and lopressor (metropololtartrate). On (B)(6) 2010, the patient was admitted to the hospital. Her blood pressure decreased to 1220/70 with treatment. The patient reported that she had chest pain and palpitations as well. On (B)(6) 2010 the patient underwent an echocardiogram which showed abnormal findings (unspecified) with two remarks regarding left side of heart and one remark regarding right side of heart. On (B)(6) 2010 the patient underwent a heart catheterization and it was normal. Per the patient, the cardiologist advised her that the stress test had a false positive result. On an unknown date, the patient was dismissed from the hospital. Discharge medications included lopressor (metoprolol tartrate) 12.5 mg, twice daily, zetia (ezetimibe tablets) 10 mg every day, xanax (alprazolam) 0.25 mg twice daily as needed. The patient reported that she only take one xanax (alprazolam) at bedtime. On an unspecified date, the patient reported that her blood pressure systolic reading was 130-140 over diastolic 80-90 which per the patient was increased for her. The patient continued to experience chest pain and heart palpitations. The patient also reported that she had a history of high cholesterol which was treated with statins (unspecified) one year ago but was discontinued due to muscle pain. No final discharge diagnosis was reported. The patient reported that she had no further euflexxa injections and it was unknown if euflexxa will be continued. The patient reported effect with the injections. Further information has been requested. If new significant data is received, a follow-up report will be submitted. Root cause analysis: possible, based on the information provided at the time of this report. Adverse event terms continued: increased heart rate,blood pressure was 98/40, ischemia of heart muscle, scarring of heart muscle, resting pulse rate was 110.